Manufacturer narrative:
It was reported the ventilator failed pre-use check. According to fse, the expiratory channel printed circuit board pcb was found defective. The user facility repair the ventilator themselves by replacing the pcb. A new software was installed after replacement and then the ventilator passed multiple pre-use checks. The ventilator passed all tests and calibrations to manufacturer standard and is released for clinical use. The provided logs confirmed the reported pre-use check failure in (B)(6) 2021. No parts have been returned for investigation. No investigation has been possible, therefore the root cause of the reported event has not been determined.

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvements. Manufacturer's ref.#: (B)(4).